Event description:
Boston scientific received information that this right atrial lead was explanted due to fracture; by chest x-ray a possible subclavian crush was noted. Also, noted was that pacing was not delivered when it was required. A competitor's lead was successfully implanted. No additional adverse patient effects were reported and it was noted this lead would be returned for analysis. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.